Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while pacing a pt (age & gender unk) the device lost capture of the pt's heart rhythm. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.